Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This event occurred during drain eight of eight in peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative explained the alarm and reviewed the ultra filtration reading with the care giver. The patient's ultrafiltration was 15255ml in cycle eight. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.